Manufacturer narrative:
Although the complaint device has yet to be received for a failure analysis, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, tip breakage, may have been caused by an off-angle or off-axis insertion into the bone hole. Off angle/axis insertion is most likely the cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment during anchor/ boen hole misalignment. The IFU states to not twist and/or bend the inserter upon insertion as the anchor, suture, and/or inserter tip may become damaged. It is also possible that the incorrect drill bit (smaller than 2.9mm) was used in this procedure. The recommended bit is the mitek 2.9mm drill. The rationale is that anything smaller than a 2.9mm bit in "healthy" bone would subject the inserter to side loads of more than 24 lbs. As the anchor makes its way through the cortical layer. The 24 lbs. Is the upper range of the inserter capability when subjected to side loads. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause other than user technique, an additional follow-up will be filed.

Event description:
The affiliate is reporting that during anchor insertion into the glenoid, the tip of the anchor inserter was "shearing off" in the joint, causing the anchor not to sit in the designated drill hole and a small piece of metal (from the inserter tip) to shear off into the joint. The surgeon removed the metal tip and anchor from the joint. The case was completed using another same like device with no patient consequence.